Event description:
Reportable based on analysis completed on 30 september 2013. It was reported that failure to cross the lesion occurred. Vascular access was obtained via femoral artery. The 90% stenosed, concentric, de novo with 32 mm long and 3 mm vessel diameter target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was noted to have a significant bend >45 and <90 degrees and was considered to be a tight lesion. The lesion was pre dilated with a 2x15mm unspecified balloon catheter which resulted in residual stenosis of 60%. A 3.00x32mm promus element drug eluting stent encountered resistance during advancing and was not able to cross in the target lesion. The device was removed intact. The procedure was completed with a 3x32 mm promus element drug eluting stent and post dilation with a 3x15 balloon catheter. No patient complications were reported and the patient status is stable. However, returned device analysis revealed shaft fracture.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The catheter was returned in two sections due to a hypotube break at 230 mm from the manifold strain relief. A visual and microscopic examination of the device identified that the tip of the device was flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).